Manufacturer narrative:
This product is registered as a combination product. The lead was returned without a reported event. As received, a partial lead (connector end) was returned in one piece measuring 7.1cm. Visual inspection of the lead found full breach insulation degradation adjacent to the connector boot, 4.5cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.